Event description:
It was reported that the radio frequency programmer head was unable to initiate an interrogation, that either it had been dropped, or it was too twisted. The head was returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the cable was twisted at the base of the device and the device failed electromagnetic field immunity testing.